Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient's internal device was shutting off by itself. When asked how the patient knew the device was shutting off, the patient said for example last night they totally soaked themselves twice. The patient said somewhere on the [handset] it said off. The patient said due to a shoulder issue it hurt to put the communicator on the ins. The patient was advised how to connect to the ins. When the patient connected to the ins, stimulation was on. The patient increased stimulation during the call. The patient said they were getting a burning and hot feeling and discomfort in the "crotch" area. The option to decrease stimulation was reviewed with the patient. The patient stated they had an appointment scheduled with their urologist tomorrow. The patient mentioned they recently had a cardiac device implanted.